Event description:
A g-prox endoscopic grasper jaw was closed onto a stomach tissue fold and failed to open when the release switch was activated. The physician was able to use another instrument to push and release the tissue fold from between the jaws. This g-prox was removed and replaced with a second g-prox device. The procedure was continued, and completed successfully. There was no adverse effect on the patient.

Manufacturer narrative:
Kink in drive tube impeded jaw release. Kink may have occurred during insertion or use. Device evaluation summary: initial visual examination identified a kink on the flexible scope body immediately distal to the rigid tube sleeve. Device was disassembled at this section and kinks were observed on liner and drive tube at locations that correlated to scope body kink location. One additional kink was found on the drive tube approximately 1 1/8" proximal to first. There was no observed interference between the jaws, swivel and jaws, manifold and laser cut tube or handle components. Some damage was noted on the laser cut tube, secondary to retraction of the closed jaws during removal. The kink found on the drive tube was sufficient to prevent jaw release. The location of this kink (at junction of rigid tube sleeve and flexible scope body) suggests that the kink may have occurred during device insertion or by allowing the handle to become unsupported and bend over at this junction during use.